Manufacturer narrative:
Eval summary: the impactor and adapter were returned for eval and the following observations were made: shell impactor: minor scuffs and scratches on the impaction surface; multiple gouges on the upper portion of the handle; minor scratches all over the polished surfaces; thick scratches and gouges cover the area where the screwdriver is inserted into the hole to tighten the adaptor. Adaptor: various burnished areas on the inner surface of the adaptor that mates with the impactor; some burnishing on the distal edges. The approximate field age of the impactor and insert adapter are 59 months and 3 months respectively. However, the exact field age and frequency of use of both instruments are unk. It is also unk whether the surgical technique was followed for shell impaction. Based on the above mentioned info and observations, the threads fracturing off of the shell may have been due to insufficient thread engagement during impaction which could have led to high stress on the distal threads causing them to break. Alternatively, off-axis impaction of the component could also have caused the threads to fracture off. However, the exact root cause cannot conclusively be determined. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that after the surgeon placed the shell in the acetabulum and gave it two strikes, the inserter disassociated from the implant. The surgeon later noticed metal threads from the shell inside the pt which were removed without incident.